Event description:
It was reported that device fracture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. The runway guide catheter was selected for use in a coronary angioplasty procedure. During insertion, it was noted that the distal portion of the device was fractured. The device was removed intact from the patient's body. The procedure was completed with a different device. No patient complications were reported.